Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. Although a conclusive cause for the reported difficult to position the knot could not be determined the subsequent additional treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, resistance was felt during proglide knot advancement. The knot was tightened but hemostasis was not achieved. The physician believes the knot was between skin and fat tissue and didn't reach the vessel. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is trained in the use of the proglide device. No additional information was provided.